Manufacturer narrative:
Investigation summary: the cause of the malfunction is due to a small amount of tissue being pulled into the tissue protector cannula by the bone screw and causing it to bind when the protector is not placed flush with the bone surface. From test report tr0979 "binding of the bone screw to the tissue protector is primarily due to tissue being wrapped around the threads. However, initial pin misalignment, bending of the screws, and misuse of the tissue protector are also clearly contributing factors."

Event description:
A bone screw became bound in the tissue protector during placement on the tibia. The surgeon was able to remove the device by cutting the cannula and using the drill to unscrew the stuck bone screw and cannula, releasing the device with no parts left behind in the patient. This correction resulted in a delay in the procedure and no permanent impairment of a body function or structure, hence no serious injury. The surgeon was able to complete the case using a backup device.

Manufacturer narrative:
Disclaimer: smith & nephew is submitting the above report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. The report is based upon information obtained by smith & nephew, which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, smith & nephew, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, smith & nephew or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the event described in this report. Disclaimer: smith and nephew has re-assessed this complaint in accordance with the provisions of 21 cfr 803.50 and deemed this event reportable as a MDR reportable event. Investigation summary: the cause of the malfunction is due to a small amount of tissue being pulled into the tissue protector cannula by the bone screw and causing it to bind when the protector is not placed flush with the bone surface. From test report tr0979 "binding of the bone screw to the tissue protector is primarily due to tissue being wrapped around the threads. However, initial pin misalignment, bending of the screws, and misuse of the tissue protector are also clearly contributing factors." Correction: b1 and h1 were updated to report type adverse event. Correction: b5 was updated.

Event description:
It was reported that during a surgical procedure, a bone screw became bound in the tissue protector during placement on the tibia. The surgeon was able to remove the device by cutting the cannula and using the drill to unscrew the stuck bone screw and cannula, releasing the device with no parts left behind in the patient. This correction resulted in a delay in the procedure. The surgeon was able to complete the case using a backup device.

Manufacturer narrative:
The navio soft tissue protector, (pn 101092), used in treatment was returned for a prior investigation and discarded. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. The surgical technique guide provides instructions for using the tissue protector. Specifically, the guide provides instruction on how to prepare the bone pin insertion location on the patient and how to insert the tissue protector within that location. The complaint does not suggest that the user deviated from these instructions. Moreover, as part of the functional evaluation in tr0979 that replicated the issue, the test operator followed the instructions provided in the surgical technique guide and experienced the bone pin getting stuck in the tissue protector. Accordingly, product labeling has been ruled out as a cause of the complaint. This failure is an identified failure mode within the risk file. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was discarded after a prior investigation. However, based on prior complaints received it is likely that the event occurred due to the reported failure. The malfunction is due to a design issue due to the inner diameter of the tissue protector lumen diameter relative to the major diameter of the bone pin. Binding of the bone screw to the tissue protector is primarily due to tissue being wrapped around the threads. However, initial pin misalignment and bending of the pin are also contributing factors. Hhe-2020-12-pl and CAPA 200017 were opened as corrective actions to address this issue. As a result of the remedial investigation, we have thoroughly investigated the complaint per the criteria as required by 21 cfr 820.198(d).